Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass. Device received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was getting a white screen and lines going through the screen. The customer¿s blood glucose was 174 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was bumped. Customer states unable to complete troubleshooting due to the white screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.